Manufacturer narrative:
The pump was returned was to animas for eval. Eval demonstrated that the pump was operating within required specifications and delivery accuracy. This report is made under the requirements of the medical device reporting regulations and does not constitute and admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient was hospitalized for elevated blood glucose levels and dka, the patient's physician also reported that the insulin use in the pump was viscous and discolored.